Event description:
A review of service data detected a reportable event. Upon servicing battery charger/modem sm (B)(4) the battery charger was unable to power on. The last pt to use this battery charger/model did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device evaluation of battery charger sn (B)(4) has been completed. Upon service investigation it was found that the flash memory chips (components u102 and u105) were corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. The cause of the problem has been isolated to ca board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of investigation. No adverse event resulted from the defective charger/modem. The last pt to use this charger/modem did not report any problems.